Event description:
Not paying attention when putting contact lenses in eye. Needed to rinse one of the lenses and grabbed the bottle of h2o2 solution instead of saline. Which after years of wearing, is the same shape and size as the saline solution. Rinsed and put the contact in my eye. "Yow", rinsed for 10 to 15 mins with running water. The similar bottle size is what tripped me up. I know, red cap. But I already mention my attention at the time. Quantity: 12 ounce(s). Frequency: bed time. Date first started taking or using the product: (B)(6) 2019.